Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube, the universal cord, and the bending section cover were scratched; the connecting tube and the plastic distal end cover had a dent; the adhesives around light guide lens, the adhesives around objective lens and the adhesive on the bending section cover had white-clouded areas; the indication on suction connector was peeled; the adhesive on the bending section cover had a chip; due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value; due to a dent on plastic distal end cover, water tightness is lost and due to wear of angle wire, the bending angle in up direction did not meet the standard value. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, the air/water nozzle was flushed with air and water, the air/water nozzle is flushed with detergent solution and cleaned in an automated endoscope re-processor (oer-4). The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a reduced angulation. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical breakage of the device (deformation) at the point where the foreign material had remained. A further cause of the deformation of the distal cover could not be presumed. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.